Event description:
This is report 1 of 9 for complaint (B)(4).

Event description:
Patient who sustained a fracture of the right hand was implanted with plate and eight screws on (B)(6) 2012. Patient reported pain at the implant site, date unknown. Patient was returned to the operating room (B)(6) 2013 for removal of all hardware. It is reported the fracture was healed and no additional hardware was implanted. This is 1 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A DHR review has been requested.

Manufacturer narrative:
(Device was never received by manufacturer).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Part number sd242.003 made on work order (B)(4) and lot number 6973128 had no ncrs. Material lot 6732071 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.